Event description:
During a treatment procedure to place a 12f stainless steel jugular greenfield filter, the filter failed to open and deploy properly. The filter and delivery system was removed and replaced with another filter delivery system. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'fine.'